Manufacturer narrative:
D1 (brand name) has been updated. D10 (concomitant) has been added. Asae/bleeding: the cause of the access site adverse event was not determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "I don't have the product from this case, since it was about a year ago, I don't have any information on this complaint."

Event description:
A male patient of unknown age was admitted for myocardial infarction. With an unsuccessful attempt for revascularization, an impella cp was placed. The patient bled diffusely from multiple origins, including mouth, central venous line and impella access, requiring blood transfusions. With worsening acute kidney injury, continuous renal replacement therapy was started which is a known clinical manifestation for patients presenting with acute myocardial infarction. After 3 days of support, the device was weaned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.